Manufacturer narrative:
Result of investigation: vyaire medical was unable to verify the customer's reported issue. Exact root cause was not determinable. It is most likely disconnected pressure port tube. No signs for a device problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 1000e was not delivering any flow even it was set to deliver at 30 lpm and fio2 (fraction of inspired oxygen) at 60%. The reported issue happened while on a patient but there was no information regarding intervention and patient harm.